Manufacturer narrative:
(B)(4). Pump received with an unresponsive keypad due to moisture damage on the electronic assembly. Unable to perform the displacement test and self test due to unresponsive keypad. Audio/vibrate anomaly/absence of alarm unknown. Pump error 63 unknown.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Troubleshooting was performed. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.